Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The harmonic ace insert was found to have a broken blade. The blade broke at the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the broken harmonic ace insert is typically attributed to mishandling/misuse. The device information cannot be verified through the system log review as there are no logs available for si harmonic ace inserts. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace insert. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted thyroidectomy surgical procedure, it was alleged that the blade of the harmonic ace insert broke off and fell inside the patient. The fragment was retrieved during the same procedure. Blank MDR fields: follow-up was attempted, but the missing patient information in was either unknown, unavailable, not provided, or not applicable. The expiration date for is not applicable. Field is blank because the product is not implantable. Information for the blank fields in is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the customer noted that a skilled surgeon attempted to use the harmonic ace insert to dissociate tissue, but the blade would not work. The customer replaced the harmonic ace insert with a back-up device of the same kind and completed the procedure with no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the blade of the harmonic ace insert fell inside the patient and was retrieved immediately with other instruments during the same procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No additional surgical intervention was conducted.